Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the adverse event was compatible with microinfarctions at the bottom of an embolism.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed ablation procedure, the patient had double vision and gaze nystagmus. A cerebral computed tomography (cct) was performed and the results were inconspicuous. A cerebral magnetic resonance tomography. (Cmrt) was performed one day after the ablation procedure and it detected cerebral microemboli frontal and occipital. Fourteen days following the procedure, the visual disturbances had resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.